Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per (B)(4).

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Section b5 should be previously reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient was diagnosed with cancer and completed her radiation treatment. The event of cancer is assessed as not related to the device in this case. Based on the available information, the manufacturer concludes no further action is necessary. Patient also alleged difficulty breathing, shortness of breath, fatigue, nausea, vomiting, lightheadedness, dizziness, lots of pain, headaches, coughing, sneezing, and hypersensitivity to sound. No other medical intervention was reported by patient. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation and unit scrapped. Section d4 unique identifier (UDI) # corrected. Section h6 health effect - clinical code which was missed in previous reports was captured. Section d8, d9, h2, h3 and h6 type of investigation findings and investigation conclusions has been updated.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam degraded and the patient was diagnosed with cancer. The details of the patient's required medical intervention are unknown. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.